Event description:
The stent was deployed in a proximal stenosis of the ramus. Upon advancement of another MFR's balloon for post dilatation, the stent moved distally. Negative pressure was applied to the balloon and it was advanced into the stent. The balloon was inflated and the stent secured into position.